Event description:
The device was placed secondary to an operation for laryngeal neoplasia. The pt was seen in the emergency room 4-5 days after placement due to abdominal pain and reflux or smelly blood. The pt received parenteral nutrition and IV antibiotics for several days. The pt has partially recovered and is at home receiving enteral nutrition through the same device and continues treatment with intramuscular antibiotics. One pt involved.